Manufacturer narrative:
Manufacturing date was received.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for evaluation. Device manufacturing date is unavailable at the time of filing. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task. It was reported that during the case, ¿no video detected¿ occurred and the system unexpectedly shutdown. The surgery was completed without navigation.